Event description:
Set screw would not engage and hold in place on a dfl pin plug for the rv coil on a boston guidant 0158 snu (B)(6) lead placed on (B)(6) 2003. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).